Manufacturer narrative:
A philips response center engineer (rce) spoke to the biomed. The biomed stated that the patient was placed on the monitor at the beginning of the daylight shift on (B)(6) 2019. The patient had a few alarms indicating leads and actually leadset off. This was stated to be addressed at approximately 12:30. The nursing staff stated they verified tracing on the telemetry pack (mx40), but not on the central station (pic ix). Starting at 12:32 there was a consistent run of an alarm indicating ¿remind¿ through 14:45. This was followed with leadset off at 14:47, which ended at 14:47. There are two "silence" entries at 15:04, which appears to be from central station; nothing further until 17:01. The patient was found down at 15:52; they were last seen well at 15:30. A philips field service engineer (fse) went to the customer site. The fse did have a notification on the pic ix, when removing the 3 leads and lead set from the telemetry device being used in the case. No parts were ordered and no repair was warranted. No issues were found by the fse. Alarms were seen in the pic ix alarm audit log leading up to the repeated alarm reminders starting at 12:32. The device remains at the customer site. The root cause was not able to be determined. No subsequent calls logged for this device/issue. No further investigation is warranted at this time.

Event description:
The customer biomedical engineer (biomed) reported that on (B)(6) 2019 on bed 383-2, a patient safety event occurred between 7am and 3pm. The patient was reported to have died around 4:20 pm.